Event description:
Two-weeks post implant, patient returned for dft. At 20 and 29 joules, the pt could not convert and had to be externally rescued. The ICD went into hardware reset. Tech services was phoned and an attempt was made to reset the ICD but the reset was unsuccessful and a slow telemetry condition was observed. The ICD subsequently showed no pacing nor could any telemetry link be established. The entire system was explanted and returned for analysis.